Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. Placement difficulty was encountered from the start of the procedure due to a congenital malformation of the patient's anatomy. Upon placing the lead high pacing thresholds and difficulty extending the helix were observed. Upon extraction the lead and stylet were noted to have become misshapen. The procedure was completed using a competitor product. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed in 2 segments; one 8 cm including the is-1 terminal and 44 cm of the lead body including tip section with the helix retracted. Electrical testing was not performed due to the returned condition of the lead. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.